Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that occlusion alarms occurred. Customer declined system check with tandem technical support. Customer reportedly will change the supplies to address occlusion alarms. There was no reported adverse impact to the customer¿s blood glucose level.